Event description:
Pt was burned during surgery by trocar. Drill was used at excessive speeds, in contrast to instructions of IFU, causing the drill to heat up, which in turn heated the trocar which then burned the pt. Pt required post-op scar revision.